Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Report source - foreign - (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the equipment was cutting skin in half. Event occurred during surgery. There was no delay, no harm reported and another device was available for immediate use. There was no impact to the graft harvest. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information. No problem was found with the device.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided.